Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose level which were 34 mg/dl and also had a high blood glucose event which were 500 mg/dl. Customer stated that she worked in the hospital so they wheel her down in to the emergency room and also had a glucagon on. Customer stated that she was visited to emergency room on (B)(6) 2021. Customer used the insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was under delivering because getting an insulin without the pump delivering. Auto mode feature was not active at the time of event. . The insulin pump will not be returned for analysis.